Manufacturer narrative:
(B)(6).

Event description:
Philips received a product complaint regarding a v60 ventilator that triggered a low leak co2 rebreathing risk alarm while being prepared for clinical use. At the time of the event, the device was reported as outside of use, and no patient or user harm occurred. A subsequent inspection revealed a malfunction within the ventilator's air flow sensor, prompting the facility to replace the unit with an alternative ventilator. The device remains out of service while the official investigation into the sensor failure is ongoing.